Manufacturer narrative:
Section g4: there was no patient involved in this event. The PMA# provided is associated with the device¿s most recent approval. Manufacturer's investigation conclusion: the reported event, of the system monitor text being garbled was inconclusive as no product was returned. The unit was replaced by the equipment distributor. The defective unit was removed from service. The distributor reported that the unit will not be returned for evaluation. Although the system monitor was not returned for evaluation, a corrective and preventative action (CAPA) was opened to further investigate issues related to the system monitor atypical screen behavior. The device is included in the system monitor atypical screen behavior advisory issued by abbott on 08 may 2024. The reported event and subsequent investigation do not indicate an issue with the manufacture of the product. The system monitor (part number101214) was built in jun2015. The packaged system monitor (part number 1286) was placed into inventory on 02jul2015. The unit was shipped to the customer on (B)(6) 2015. The unit was last serviced on 04nov2015 ¿ ver 7.27 upgrade. Setup and use of the system monitor with the heartmate power module are documented in the heartmate power module instructions for use (IFU) (rev b p.18 - setting up the system monitor for use with the power module). No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the system monitor was showing overlapping text on the monitor screen. The system monitor was replaced.